Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed field service engineer. The claimed issue was reproduced during troubleshooting. According of received information, the internal leakage test, o2 cell/sensor test, flow transducer test and patient circuit test failed during pre-use check. Air gas module and 5000 h pm kit, which includes nozzle units were determined as defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the parts pointed out as defective were the cause of the failures. However, the root causes to why the parts failed have not been established, as the parts were not returned for investigation. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s, corrected version or model #: 6640440. Moreover, new information related to the section e - initial reporter was provided. The UDI information is not available since the device was manufactured before 2015.